Event description:
Resident fell on bed rail bracket (old style bed rail), which punctured the skin under her right arm and exited, leaving the side pierced. Resident transferred to local hosp. Resident was returning to be from the bathroom and forgot to use her walker.